Event description:
It was reported that the customer was hospitalized for low blood glucose and missed an appointment to set up her insulin pump. Her blood glucose was unknown at the time of reporting. The appointment was rescheduled. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.